Event description:
It was reported that an episode indicated competitive atrial pacing at the onset along with functional ventricular undersensing. The ventricular undersensing then led to a vp event at the end of the programmed av delay, which fell on the t wave. The ventricular pace event seems to initiate the vt, which the device appropriately diagnosed and treated with atp. This issue was clinically resolved by reprogramming the device.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.